Manufacturer narrative:
: Analysis of the ins, model 3058, serial no. (B)(4), found no anomaly. The returned ins passed all functional testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. The lead being used when the difficulty was encountered in the field was not available for testing with the returned device. {a known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion=0.45, 0.47, <(>&<)> 0.46 lbs; withdrawal=0.45, 0.47, <(>&<)> 0.49 lbs.}

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported an issue with an implantable neurostimulator (ins). The ins was new, sealed, and in proper use by the hcp, who was an experienced surgeon with these devices. The hcp intended to insert the lead into the new ins. After several trials with cleaning the electrode, shifting it into the ins, and trying with the torque wrench to open a screw or deflating the header of the ins, the hcp decided for another new ins instead of ending up with a damaged lead electrode. The issue was noted as resolved. No symptoms were reported.